Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi cluster hole cup 56mm; cat# 502-03-56e; lot# dn3d6x. Modular dual mobility insert; cat# 626-00-42e; lot# 56812302. 127 size 8 secur-fit advanced stem; cat# 1601-08127; lot# t42lxv. 28mm +8 lfit v40 head; cat# 6260-9-328; lot# 51342503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient was brought to operating room for wound exploration, incision and drainage of status post total hip for a fracture. As a prevention to further infection it was decided to remove liner, insert and femoral head prior to washing out wound.

Manufacturer narrative:
An event regarding infection involving a adm liner was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates all devices were accepted into final stock with no relevant discrepancies. -complaint history review: there have been no other similar events for the reported lot and there have been (B)(4) other event for the sterile lot referenced. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient was brought to operating room for wound exploration, incision and drainage of status post total hip for a fracture. As a prevention to further infection it was decided to remove liner, insert and femoral head prior to washing out wound.